Manufacturer narrative:
The device was returned for investigation. The device was decontaminated then visually inspected. The device lot number was not reported for this investigation. Based on the information submitted, following a percutaneous ventricular assist device procedure, a 14f manta was planned for closure. The physician encountered difficulty advancing the bypass tube through the hemostatic valve of the manta sheath (associated to fu-3010252479-2021-00202 manta). The first manta device was removed. The sheath was left in place and a new 14f manta device was opened, however, the same issue occurred. The physician reported he pushed hard enough to buckle the delivery sheath just proximal to the bypass tube. The IFU indicates in step 3 of device insertion: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Additionally, procedure requirements indicate: the manta closure must be deployed using the manta sheath provided in the manta package. Do not substitute any other sheath. The initial manta device sheath and second manta device were removed. Under fluoroscopy a loop and kink were seen in the j-wire, not allowing the sheath to advance. The j-wire was then replaced with a stiffer guidewire, and a third 14f manta device and sheath were opened. A dissection was noted in the artery. Dissections are a common event in large bore procedures; therefore, it is inconclusive if the dissection was caused during the procedure or possibly due to the kinked wire during manta sheath exchange. No post angiograms were taken. The patient exhibited signs of decreased perfusion and was taken to surgery. During intervention, the vascular surgeon noted the collagen appeared to be caught in the inguinal ligament and explanted the manta. The artery was surgically repaired, and two stents were placed for the dissection. Post-operatively the patient suffered an ischemic stroke involving the corpus callosum. Due to insufficient information regarding the initial and deployment procedures, and no angiograms submitted for investigative purposes the root cause of the obstructed flow cannot be determined. The IFU indicates potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; and local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage and vessel laceration or trauma.

Manufacturer narrative:
Device has not returned for evaluation, however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: as operator advanced manta bypass tube into the sheath, he stated that he felt an unusual amount of resistance. He retracted the device and sheath, leaving the .035 wire in place. Staff opened a new manta. The new manta sheath was inserted over the 0.35, then the new manta was attempted to be inserted into sheath ( however, resistance was again felt at the bypass tube. A third manta was opened. Both a new sheath and new device were used again. This time, the operator was able to insert the manta into the sheath as expected. Was from the same lot. Only a new device was used; the sheath from the original manta was left in place. The operator was able to insert the second manta easily into sheath and said it "felt normal. Associated to MDR 3010252479-2021-00202